Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. Noted on the sheet: "28mm e liner and 28mm alumina head removed. Reason: instability. No further information will be released due to hospital policy." Patient was revised to a 36 +10 lfit v40 head and 36 e 10° insert.